Event description:
It was reported that the patient experienced a pericardial effusion, post procedure prior to discharge. Pulmonary vein isolation and posterior wall ablation was performed without any apparent complications and the patient was transferred to recovery. Approximately 3.5 to 4 hours later, the patient experienced a drop in blood pressure and taken to surgery where a pericardiocentesis was performed. The physician believed that during ablation of the posterior wall, the tip of the farawave catheter perforated the posterior wall. The patient is expected to make a full recovery. The farawave pulsed field ablation catheter is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that a rosen wire was used. It was not known if it was a merit, bsc rosen wire or cook. Transeptal was unremarkable and pvi was unremarkable. A faradrive sheath was also used. Posterior wall included 18 to 20 lesions. The physician deployed the farawave catheter into flower configuration and stamped pfa delivery (2 in each location) in an (olympic ring) formation connecting left pvs and right pvs. They were visualizing farawave1.0 catheter with the non-boston scientific ensite mapping system and fluoroscopy was used also for visualization. The physician states that the tip of the farawave catheter was stiff and caused a pericardial effusion. The patient was admitted to the intensive care unit (ICU) in stable condition following the completion of a pericardiocentesis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the atrial perforation, pericardial effusion and hypotension are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for posterior wall ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The IFU contemplates the adverse events related to cardiac trauma and hypotension. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use, pericardial effusion, hypotension and atrial perforation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: it was determined that the user used incorrect product for intended use was confirmed based on the event description; however, it is undetermined the cause of why the user did the procedure of treatment for posterior wall ablation. The IFU only indicates the device for use for pulmonary vein isolation. Based on the information provided, the reported event of atrial perforation, pericardial effusion and hypotension are known inherent risks of the farawave device. Atrial perforation is considered within the risk threshold of cardiac trauma. Hypotension, pericardial effusion and cardiac trauma are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that the patient experienced a pericardial effusion, post procedure prior to discharge. Pulmonary vein isolation and posterior wall ablation was performed without any apparent complications and the patient was transferred to recovery. Approximately 3.5 to 4 hours later, the patient experienced a drop in blood pressure and taken to surgery where a pericardiocentesis was performed. The patient is expected to make a full recovery. The farawave pulsed field ablation catheter is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that a rosen wire was used. It was not known if it was a merit, bsc rosen wire or cook. Transeptal was unremarkable and pvi was unremarkable. A faradrive sheath was also used. Posterior wall included 18 to 20 lesions. The physician deployed the farawave catheter into flower configuration and stamped pfa delivery (2 in each location) in an (olympic ring) formation connecting left pvs and right pvs. They were visualizing farawave1.0 catheter with the non-boston scientific ensite mapping system and fluoroscopy was used also for visualization. The physician states that the tip of the farawave catheter was stiff and caused a pericardial effusion. The patient was admitted to the intensive care unit (ICU) in stable condition following the completion of a pericardiocentesis.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.